Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st 512sd trocar had the stopcock break. The 2nd 512sd had a torn gasket. Another instrument was used to complete the case. There was no consequence to the pt.